Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was past recommended replacement time (rrt) and alerted for charge circuit timeout. The patient did not want the device replaced or explanted. The device remains in use. No patient complications have been reported as a result of this event.